Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: migrated to uterus/right fallopian tube with malposition right essure device. It extends superiorly and lateraly through uterine funds') and genital haemorrhage ('bleeding') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included tylenol with codein #3. The patient's medical history included overweight, herpes nos, gastric bypass, spasmodic torticollis, gastric bypass, abdominoplasty, iron deficiency, fatigue, dizzy, amenorrhea, normocytic anemia, iron deficiency anemia, exertional dyspnea, numbness in feet, vitamin b12 deficiency, malabsorption, drug intolerance, abdominoplasty, liposuction, hernia repair and anemia of pregnancy. Previously administered products included for an unreported indication: iron infusion, prenatal plus 27-1 mg tablet, levora, calcium and vitamin d. Concurrent conditions included irregular menstrual cycle, frequency urinary, dysuria, acute cystitis, menstruation abnormal, ovarian cyst, chest pain, colposcopy, endocervical curettage, low back pain, ache, vaginal discharge, yeast infection and hot flashes. Concomitant products included oral contraceptive nos for oral contraceptive and genital bleeding as well as antibiotics. On an unknown date, the patient started tylenol with codein #3 at an unspecified dose and frequency. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 4 days after insertion of essure. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines /headaches approximately 10 days after implant."), headache ("migraines /headaches approximately 10 days after implant."), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) pain and bleeding during and after intercourse") and coital bleeding ("dyspareunia (painful sexual intercourse) pain and bleeding during and after intercourse"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced rash ("rashes or skin conditions type: recurring rashes on torso") and alopecia ("hair loss") and was found to have weight increased ("weight gain/weight gain/loss (specify which one) both") and weight decreased ("weight gain/loss (specify which one) both"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: recurring uti/vaginosis") and vaginal disorder ("infection (bladder/urinary tract/vaginal) type: uti/vaginosis"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and anaemia ("blood or heart disorder/condition type: anemia"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal disorder, depression, rash, migraine, headache, anaemia, dysmenorrhoea, dyspareunia, weight increased, alopecia, weight decreased and coital bleeding outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, coital bleeding, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, uterine perforation, vaginal disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Plaintiff was planning for essure removal in (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Pregnancy test - on an unknown date: pregnancy test negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs and mr received ¿ case become valid with incident. New event uterine perforation, genital hemorrhage , pelvic pain, abdominal pain, vaginal hemorrhage , menorrhagia , urinary tract infection, vaginal disorder, depression , rash , migraine , headache, anemia , dysmenorrhea , dyspareunia , weight increased, alopecia ,weight decreased and coital bleeding, were added. Patient information date of birth, weight and height were added. Product information indication were added. New reporter and consumer address were added. Medical history concomitant medication and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.